Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a bd insyte-n¿ autoguard¿ shielded IV catheter 24 g x 0.56 in. Failed to retract after the safety was activated. There was no report of injury or medical intervention.